Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when battery was checked by office it was turned off. Additional concern was that battery was turned off, the office turned it back on using patient programmer .when checked several minutes later battery was turned back off. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
The patient reported therapy was turning off by itself (B)(6): multiple such events have taken place since then, both during clinic visits and at home, when stim turns off by itself without use of clinician programmer or patient programmer (pp). Hcp has seen this occur in clinic when stim was found to be off, turned back on with clinician and then stim would have shut off again during clinic visit when checked with clinician or pp. Specifically, this occurred on (B)(6). Patent and patient's husband have also seen this occur at home when stimulation should be on, but was found to be off using pp. There's no concern about patient use of pp being an issue. No procedures or trauma have occurred and no por messages have been displayed during these events. Since ins turning off on its own has been corroborated, reviewed involving about doing replacement of ins. Reviewed that, in meantime, having patient check stim status with pp to make sure stim was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.